Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged with proximal and distal stent strut rows lifted and pulled in all directions. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing and withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jun-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 36mm x 3.00mm, concentric, de novo target lesion with a bend of >= 90 degrees was located in the severely tortuous and moderately calcified left circumflex artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed, leaving 70% residual stenosis in the lesion. A 3.00 x 38 synergy drug-eluting stent was then advanced but failed to cross the lesion even after repeated attempts. The device was removed and the procedure was completed with another 3.00 x 38 stent. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.